Event description:
During a transtelephonic follow-up, facility was unable to elicit a typical magnet response, despite repeated attempts. The 5 at 90 ppm were never seen. However, every time the magnet was applied, the rate and av delay changed from 69.9ppm and 165 ms to 62.1 ppm and 127 ms, this was reportably reproduced each time.